Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the silicone foley catheter was perforated by the guide wire.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot{s) was reviewed and all passed qa inspection. Based on the complaint description, it was reported that the silicone foley catheter was perforated by the guide wire. As no actual or representative sample was returned for investigation. Perforated catheter shaft most likely to occur when guide wire was not inserted correctly, or the tube was bended or curved. The provided guide wire could be advanced and removed to give support to the catheter. Adherence to instruction as indicated in product IFU is important to prevent such incident. No sample or representative sample was returned, therefore this complaint could not be confirmed.

Event description:
It was reported that the silicone foley catheter was perforated by the guide wire.